Event description:
Complainant used the product on her spouse's shoulder and her daughter's back. The complainant used the product as instructed. Neither the spouse or daughter experienced any adverse effects from the device; however, the complainant experienced lingering tingling and numbness in her arms, hands and fingers. Complainant was advised that the device had recently been exposed as fraudulent device on a local television station. Complainant claimed not to have seen this program.